Event description:
It was reported that after the spaceoar vue placement procedure, the patient experienced pressure and discomfort, he had a follow up computed tomography (CT) and magnetic resonance imaging (MRI) with a radiation oncologist that discovered the hydrogel placed into the prostate capsule. The vast majority of the hydrogel was in the posterior prostate, clearly anterior to the capsule and just slightly posterior to the urethra, causing the urinary obstructive symptoms that resolved eventually. The physician will wait 6 months before starting radiation therapy. The patient is currently doing fine.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A DHR review was performed and there is no evidence of deviations or nonconformances in the manufacturing processes that could contribute to the complaint. A labeling review was review, the instructions for use (IFU) it mentions "under ultrasound guidance in the sagittal view, and with the needle tip at the prostate mid-gland, use a smooth, continuous injection technique to dispense the spaceoar vue hydrogel into the space between the prostate and rectal wall". A risk review was completed and confirmed that the events of "gel found in unintended site - nonvascular", "discomfort" and "urinary retention" were defined in the risk documentation. These events have been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the information available the cause that contributed to the reported event unintended use error caused or contributed to event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that after the spaceoar vue placement procedure, the patient experienced pressure and discomfort, he had a follow up computed tomography (CT) and magnetic resonance imaging (MRI) with a radiation oncologist that discovered the hydrogel placed into the prostate capsule. The vast majority of the hydrogel was in the posterior prostate, clearly anterior to the capsule and just slightly posterior to the urethra, causing the urinary obstructive symptoms that resolved eventually. The physician will wait 6 months before starting radiation therapy. The patient is currently doing fine.